Event description:
It was reported that the majority of the rescue tape was done by the patient, so the clinician did not have documentation of the actual damage. The wires were visualized on (B)(6) 2025 where the silicone tape was seen closest to the modular cable connection. Rescue tape was reapplied to the same area.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the wires being exposed on the proximal end of the pump¿s cable was unable to be confirmed as no images were submitted for review. A specific cause for the reported damage could not be conclusively determined through this analysis. Review of the submitted log files did not reveal any findings which would indicate a functional issue with the driveline. No notable events or alarms were observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department after waking up with the proximal part of the pump cable's wires exposed. While the patient was rescue taping the cable, the patient saw that the system controller screen was inverted, black and white, and fuzzy. The green light was also on. The patient had stated that they heard an alarm but later said they hadn't and was only concerned about the controller. The log files were submitted for review. The log files contained one low flow estimate that wasn't sustained long enough to trigger a low flow hazard event when the pulsatility index (pi) was elevated. The flow readings did not appear to be the result of any external equipment malfunction. There were no alarms present in the log files. The controller was exchanged and screen issues resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated that the patient was elevated on the transplant list due to the device malfunction and possibly due to the significant damage to the proximal portion of the pump cable.